Event description:
Patient reported she has experienced elevated blood glucose of 150-210 mg/dl for the past 1-2 months when the cartridge volume is between 20-50 i.e. Patient has attempted to lower her blood glucose by delivering insulin via the infusion device, but this has not been successful. Her blood glucose is "ok" after the cartridge is changed. Patient believes the insulin delivery of the infusion device is too low when the cartridge is nearly empty. The infusion device and cartridge were requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is unavailable at this time. If further information is obtained, it will be provided in the supplemental report.